Event description:
It was reported that during use of this shaver handpiece, it would not function properly. No specific info was provided. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for repair and a visual inspection found cable damage. During testing, the on-off buttons did not function. Further investigation found the device has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this failure mode.